Event description:
The customer contact reported an adverse event while the device was in use. At an unspecified time, the device was programmed in the pca only mode to deliver morphine 1mg/ml, with a 2mg pca dose, a 10 minute pt lockout, and a 30mg 4 hour limit. No further programming pt lockout, and a 30mg 4 hour limit. No further programming parameters were provided. Within an hour of bring transferred from the post anesthesia care unit, the nurse found the pt in repiratroy arrest. The pt was manually ventilated, treated with an unspecified dose of narcan, and reportedly "responded quickly." The were no reported adverse pt sequelae. The device was removed from clinical services. The customer contact reported that it was, "not felt that there was nay problem with the pump" or the programming of the device. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.